Manufacturer narrative:
The device was returned for evaluation. Cracks were found on the reservoir behind the fill port. Fluid was seen exiting the site of the cracks. This leak led to fluid corrosion damage on the pcb. The device was unable to establish connection with the master pdm (personal diabetes manager). Data retrieval was unsuccessful. The batteries were measured to have insufficient charge. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod on the abdomen. Mother stated they applied the pod in the morning and within 3-3.5 hours of wear, it advised that the pod was expired. The patient was riding in the ring and drinking lots of water until they could get home to change the pod.